Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml 798 mcg/day lot number 2163-115a via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported magnetic resonance imaging was performed (B)(6) 2016 but the pump status was not confirmed until (B)(6) 2016. At the initial interrogation the event logs confirmed a pump motor stall occurred (B)(6) 2016 with the tube set (B)(6) 2016. There were no audible pump alarms and no patient symptoms. The event logs were re-interrogated and a motor stall recovery was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.